Event description:
Journal ref: gignoux et al. "Study of the efficacy and medium-term complications of 41 sacral nerve neurostimulators (interstim, medtronic, u.s.a.) In refractory urinary disorders." Prog urol 2007;17(7):1355-1361. Single-center retrospective follow-up study, efficacy in the short-and medium-term, complications and revisions, of 41 pts treated for urinary disorders with the implantation of a sacral nerve neurostimulation interstim (tm). The pts with a mean age of 54.6 were followed for an average of 20.5 months. Reportable event: complications included 1 infection which required removal at 1 month.